Event description:
New information received notes the pacemaker was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient status was unknown.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h2, h3, h6 - device explant, return, and analysis. Reported event of false eri was not confirmed. The device was at elective replacement indicator (eri) upon receipt. Analysis of device image indicated device was within normal operation. Further analysis performed showed no anomalies and normal device characteristics. Longevity assessment was performed, and the implant duration exceeds the total projected longevity indicating normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker presented with false elective replacement indicator caused by a recent surgery. Technical services helped reset the device through programming changes and restored normal parameters. The patient was stable.